Manufacturer narrative:
The device was returned to siemens for evaluation. The reported problem could not be reproduced. Pc 1615 and 1623 were replaced as a preventive measure. The batteries were replaced due to old age. The device functioned within specifications and was returned to the customer.

Event description:
The pt became disconnected from the ventilator and there was no audible alarm.